Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the trial patient's stimulation was no longer working. High impedances were noted on the leads. The trial was ended early.

Manufacturer narrative:
Additional information was received that the lead was pulled and not explanted. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the trial patient¿s stimulation was no longer working. High impedances were noted on the leads. The trial was ended early.